Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was noted the open and close movement of the large needle driver instrument was not working properly. Upon inspection of the instrument by surgical staff, the instrument was found to have a snapped mechanical wire. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments distal pulleys had mechanical indentations and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The indentation and burr damage may have been likely due to mishandling/ misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported broken cable if to recur could cause or contribute to an adverse event.